Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00031, device 2 is being reported under MDR-2247858-2023-00032, and device 3 is being reported under MDR-2247858-2023-00033.

Event description:
Kinking in the iliaca, left part of the graft with high-grade stenosis patient outcome - "patient required an inpatient hospitalization from 12-15april. An interventional revision was performed on (B)(6)2022, percutane transluminal implantation of a new stent with ballon angioplasty. This was due to stenosis of a iliaca. An a.iliaca (advanta catalogue num 171957 ) was then implanted. The event is considered resolved on (B)(6)2022. No device deficiencies have been reported."

Event description:
Kinking in the iliaca, left part of the graft with high-grade stenosis. Patient outcome - "patient required an inpatient hospitalization from (B)(6). An interventional revision was performed on (B)(6) 2022, percutane transluminal implantation of a new stent with ballon angioplasty. This was due to stenosis of a iliaca. An a.iliaca (advanta catalogue num 171957 ) was then implanted. The event is considered resolved on 12 april 2022. No device deficiencies have been reported."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00031, device 2 is being reported under MDR-2247858-2023-00032, and device 3 is being reported under MDR-2247858-2023-00033.